Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that the customer's micro tornado shaver hand piece was working intermittently during a shoulder arthroscopy. There were no patient consequences or delays. The case was completed with another like device. The device is being returned.